Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; partial lead in segments returned and analyzed.

Event description:
It was reported that the lead was capped, due to a 'product performance issue'. No patient complications have been reported as a result of this event. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.